Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The fse ran a diagnostic test environment (dte) and recalibrated arm 4. All test passed; no part replacement required. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm 4 was floating during yesterday's case. The intuitive surgical, inc. (Isi) technical service engineer (tse) tried gathering case information, but the caller stated she was not there and did not know. The tse did not find any related logs. The procedure was completed as planned with no reported injury.